Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator provided an alarm indicating higher peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it displaying the high peep (positive end expiratory pressure) alarm was initially confirmed, however, after subsequent testing of the device it could no longer be duplicated. During the evaluation, the asp did observe that the device's exhaled tidal volume (vte) levels were low. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Replacement of the ift would also resolve any intermittent peep related issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.